Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the customer went into diabetic ketoacidosis after a no delivery alarm, and was hospitalized. The blood glucose reading was 510 mg/dl. The customer's parent called back on (B)(6) 2016 because the no delivery alarm recurred. The blood glucose reading was 298 mg/dl. The parent was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump alarm. The parent was unable to continue troubleshooting and was advised to call back if the issue recurred.